Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on(B)(6) 2025. Data was further reviewed on (B)(6) 2025. It was reported that an alert/notification settings issue occurred. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient experienced a delay in recognizing elevated glucose levels due to a failure to receive alerts from the dexcom app on a newly activated mobile device (iphone 16). The continuous glucose monitor (cgm) was functioning, but the alert system did not notify the patient of rising glucose levels while she was asleep. The patient¿s spouse, using the dexcom follow app, observed a glucose reading of 400 mg/dl and woke the patient to perform a fingerstick blood glucose test, which showed a reading of 512 mg/dl. The patient reported feeling nervous and shaky. In response, the reporter administered a manual injection of lantus insulin via an insulin pen. The patient uses the insulet omnipod 5 system, which was reportedly not operating in modified closed-loop mode at the time. The reporter transported the patient to the emergency department (ed), where a nurse performed another blood glucose test, showing a reading of 526 mg/dl. Meanwhile, the dexcom cgm receiver and app continued to display a reading of 400 mg/dl. The patient did not receive additional treatment for hyperglycemia. By approximately 5:15 am, a follow-up blood test showed a glucose level of 300 mg/dl, with the cgm estimated glucose value (egv) reflecting a similar downward trend at 326 mg/dl. The patient remained in the hospital for approximately five hours and was discharged with instructions to continue monitoring at home. At the time of discharge, the patient¿s glucose levels had stabilized, and no further intervention was necessary. Data has been received but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.